Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 26.0cm was returned for analysis. External insulation abrasion was noted at 6.7-7.4cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that the lead was capped and replaced due to lead noise. Patient was doing well after the event.